Manufacturer narrative:
The beckman laboratory solution specialist (lss) evaluated the au5800 clinical chemistry analyzer and replaced the defective lamp to resolve the issue. The lss verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported multiple chemistries patient results had linear rate method error (*) on their au5800 clinical chemistry analyzer. The customer did not provide the affected chemistries. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.